Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-04244, 04245, and 04246.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2008 and subsequently expired on (B)(6), 2008 after the use of the product.